Event description:
It was reported that pump experienced malfunction alarm indicated as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer initially was unable to complete pump reset and planned to call back, then later contacted technical support and successfully reset pump with assistance; no additional information was received regarding any further outcomes of the event.